Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. She reported that the buttons were non responsive. The customer also reported no delivery alarms and rejected new batteries. The insulin pump will not be returned for analysis.